Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix mesh e/x (device #1). The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol composix mesh e/x (device #1). An additional emdr was submitted to represent the bard mesh (device #2) and bard/davol marlex mesh (device #3) should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified composix e/x , bard mesh (also known as flat mesh) and marlex mesh (also known as flat mesh) implanted on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against all the three devices. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). The attorney alleges general allegations for emotional distress sustained by the patient.